Manufacturer narrative:
Evaluation conclusions: merit has not yet received the suspect device. The device will be evaluated when it is received. A follow-up report will be submitted when additional info is available.

Event description:
The complainant reported that during a left ventricular angiography procedure, a component of the convenience kit (ie, the rotator hub connected to pressure tubing) came apart and sprayed during pressure injection.